Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred at the beginning of a routine hemodialysis treatment. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed by the user's guide in the event of an unrecoverable alarm. The user's guide provides adequate instructions for troubleshooting system alarms. Nxstage requested return of the cycler; however, it has not been received at the time of this report. The exact cause of the system alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in a blood loss if device labeling is followed. Facility staff was notified of the event. This report is considered closed. No additional info will be provided.